Manufacturer narrative:
Full patient identifier is: (B)(6). Device evaluated by MFR: the customer did not return the hstni reagent for evaluation. The available information does not reasonably suggest that the system has malfunctioned. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned results. System performance indicators were passing within specifications at the time of the event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2022 the customer reported that on (B)(6) 2022 an erroneous non-reproducible elevated troponin I (access high sensitivity troponin I, part number b52699 and lot number 233971) was generated for one (1) patient on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number 505066). The erroneous elevated troponin I result of 42.3 ng/l was released from the laboratory. There was a report of change to patient treatment or management in connection with this event. Patient received medications (clexane, statin, clopidogrel, aspirin); no additional detail regarding duration of the treatment was provided. There was no report of serious injury or death. The original sample was repeat tested in duplicate on (B)(6) 2022 and results of 3.9 ng/l and 4.0 ng/l were obtained. The sample was also tested using the abbbott I-stat ctni assay and a result of 0.00 ug/l was obtained. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. The customer did not note any issues or concerns with potential carryover for this event. Sample was a serum sample collected in a serum tube. Sample was noted to be a full draw. Sample was centrifuged for 10 minutes at 3000g at room temperature. Centrifuged sample was noted to be clear. No other sample handling information was provided.